Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 8/6/2015, electrode belt: 7/12/2019.

Event description:
A distributor contacted zoll to report that a (B)(6) patient passed away on (B)(6) 2019 while wearing the lifevest. The patient was in the hospital, but was not being monitored by telemetry at the time of passing. The patient's nurse reported that the device alarmed and the patient initially pressed the response buttons, but became very tired, but still conscious, so the nurse began pressing the response buttons. A clinical analysis was completed of the patient's download data and concluded that prior to passing, the patient experienced a treatable arrhythmia prior to passing. The details of the arrhythmia events are below: an arrhythmia was detected at 08:18:07 am with response button use on (B)(6) 2019. The patient's ECG shows atrial fibrillation (af) with rapid ventricular response at 220 bpm. The device was shutdown at 08:18:31 am. The device was powered on at 08:19:29 am. An arrhythmia was detected at 08:19:56 am with response button use. The patient's ECG shows atrial fibrillation (af) with rapid ventricular response at 220 bpm. The device was shut down again at 08:21:53 am. The device was powered on at 8:38:00 am. At 8:38:35 am, an arrhythmia was detected by the lifevest with response button use. The patient's ECG shows that the patient was in atrial fibrillation with a rapid ventricular response at 220 bpm. The detection stopped at 8:40:10 am. The device was shut down at 8:40:11 am the device was powered on at 8:41:32 am. Six arrhythmia detections occurred from 08:42:07 am to 09:12:33 am with response button use. The patient's ECG shows atrial fibrillation with rapid ventricular response from 210 bpm to 220 bpm with intermittent sinus tachycardia at 110 bpm and motion artifact degrading to ventricular fibrillation (vf) degrading with CPR artifact degrading to asystole transitioning to bradycardia at 20 bpm with bigeminy. The patient's rhythm then degraded to vf with CPR artifact. The patient received first non-lifevest defibrillation at approximately 09:02:01 am. The patient's rhythm at time of treatment was ventricular fibrillation with CPR artifact. The post shock rhythm was asystole with CPR artifact. CPR artifact and the non-lifevest defibrillation prevented the lifevest from delivering a treatment. The patient received a second non-lifevest defibrillation at approximately 09:12:42 am. The patient's rhythm at time of treatment was ventricular fibrillation. Post shock rhythm was asystole with CPR artifact and intermittent cardiac activity. The arrhythmia detection stopped at 09:12:52 am. CPR artifact and the non-lifevest defibrillation prevented the lifevest from delivering a treatment. Asystole with CPR artifact was seen on the patient's ECG recordings at 09:15:11 am. Three arrhythmias were detected from 09:15:21 am to 09:17:27am. The patient's rhythm was ventricular fibrillation with CPR artifact degrading to asystole with CPR artifact. The rhythm then transitioned to vf with CPR artifact degrading to asystole with CPR artifact and response button use. The arrhythmia detection stopped at 09:17:30 am. CPR artifact prevented the lifevest from delivering a treatment during the vf. Asystole was detected five times from 09:17:38 am to 09:24:27 am with response button use. The patient's ECG shows vf with CPR artifact degrading to asystole with CPR artifact. An arrhythmia was detected at 09:26:41 am with response button use. The patient's ECG shows asystole with CPR artifact. The arrhythmia detection stopped at 09:27:29 am. Asystole was detected two times from 09:31:19 am to 09:32:12 am. The patient's ECG shows asystole with CPR artifact. At 9:33:05 am on (B)(6) 2019, the electrode belt was disconnected. No further information regarding the patient's death are available at this time.